Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, based on the collected information, the foreign matter was likely an anti-friction agent (used in assembly of the subject device) exiting the device from the leaking area. However, the specific foreign matter could not be identified. The reported event likely occurred due to physical damage of the device and failure to perform an inspection of the device prior to use. The event can be detected/prevented by following the instructions for use (IFU) in section: "operation manual: 3.6 inspection of the endoscopic system - inspection of the instrument channel." Olympus will continue to monitor field performance for this device.

Event description:
A field service engineer (fse) reported to olympus that during a colonoscopy procedure, a foreign material came out from the colonovideoscope into the patient and cleaning/disinfection/sterilizing after case. The procedure was completed with the same device. The user used suction to remove the foreign material with no additional treatment and patient has been discharged from the hospital. As reported, the device was not inspected before use. An fse visited onsite and found leak at channel. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
The suspect device was evaluated onsite by a field service engineer (fse). The fse found a leak at the channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.